Event description:
I had lasik surgery done at the (B)(6) on (B)(6) 2015. I was not informed of how common it is to experience wrinkles in the cornea after this procedure. Twelve hours after surgery my vision in my one eye. Within 10 days of surgery I experienced worsening of vision in my other eye. Thirteen days after surgery I was examined by an eye doctor and was told both of the flaps had wrinkles and this was causing my vision problems. I was told wearing glasses will not be able to correct this problem. They can only correct my poor vision by lifting up the flap and repositioning it. While my boyfriend was waiting for me in the office another patient came in for her appointment for the exact same problem. The risks of this were not made clear to me and I'm very upset/frustrated. I'm a pharmacist and I need my vision to do my job properly. I was not given any restrictions on doing my job as a pharmacist event though I can't see clearly.